Event description:
A customer tested patient samples for troponin (accu tni) and obtained a result of 6.35ng/ml. The original sample was re-spun and re-tested, and a lower result (0.08ng/ml) was obtained. The erroneous result was not reported out of the lab. Patient treatment was not affected as a result of this event.

Manufacturer narrative:
Qc resulted with imprecision. Actual qc data was not supplied. A field service engineer (fse) was dispatched: the fse inspected the instrument and replaced several hardware components. The fse performed a diagnostic testing which passed within specifications. Although parts were replaced, a clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.